Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported during an angioplasty procedure, the fiber tissue comprising the balloon allegedly detached from the balloon body and fell out into the vessel. It was further reported that it was recovered from the vessel by aspiration with a catheter and the recovered material amounted to about one by fifth of the fifteen cm balloon. There was no reportable patient injury.

Event description:
It was reported during an angioplasty procedure, the fiber tissue comprising the balloon allegedly detached from the balloon body and fell out into the vessel. It was further reported that it was recovered from the vessel by aspiration with a catheter and the recovered material amounted to about one by fifth of the fifteen cm balloon. There was no reportable patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one highlander 014 device and an unknown separate material were returned for evaluation. Dried blood was noted throughout the device. The balloon was examined under magnification and no damage or detachment of the fibers were noted. No anomalies or detachment were noted to the balloon material or rest of the device. The unknown material was examined and appeared to be tissue like and did not appear to be a portion of the device. Ftir analysis was completed on the received detached component. The ftir results indicated that the segment was consistent with human contribution and did not show any indications that the material consisted of balloon material. Therefore, it is determined the returned component was not a portion of the highlander 014 device but appears to be a portion of human tissue. One electronic photo was provided for review. The photo shows a highlander 014 device outside of a patient. A separate component can be seen next to the balloon. No damage can be noted to the balloon material. It cannot be determined what the component is in the photo alone. Therefore, the investigation is unconfirmed for the reported detachment, as the detached material was determined to not be balloon material but consistent with human tissue. No detachment of any balloon material was noted to the returned device. The definitive root cause for the reported detachment could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.